Event description:
Report received from pt that pt experiences "shocking and jolting" when passing through store security/theft detectors and intermittently while driving. Caller states the device is on 24 hours each day, is not able to withstand pain without the device. Follow up "hcp" provided that the event occurred with security/theft detectors in stores. No specific stores or brands of machines were identified. The pt experienced symptoms of shocking and jolting. The pt was able to indicate there was a problem during the event. No specific interventions were instituted at the time of the event but physician plans "to replace the battery if the pt has another 'power surge'". Performance of the device has not changed with the event and there have been no further problems.